Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: "after fill tubing is complete, when the pump returned to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. You will see one of the following on the screen:" +40 units, +60 units, +120 units, +180 units, +240 units. "After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the customer was not performing the air removal technique. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.